Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an interventional procedure involving the right leg, an advance 14 lp low profile balloon catheter¿s balloon ruptured and separated. The patient¿s anatomy was heavily calcified. A cook sheath was used during the procedure. Another manufacturer¿s inflation device was used to inflate the balloon one time for five seconds within the one-hundred-percent occluded lesion in the mid-superficial femoral artery; however, the balloon reportedly ruptured on calcium, at three atmospheres. Blood was noted in the inflation device upon balloon rupture. The balloon was not inflated within a stent. The balloon catheter was removed by itself, over a wire guide. Negative pressure was maintained during removal; however, while removing the device, the balloon tore. The separated fragment was left in the patient¿s distal superficial femoral artery. Per the reporter, six other balloons from various manufacturers also ruptured during the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawing, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A circumferential rupture was noted, and the end of the balloon was missing. No other damage was noted. A document-based investigation evaluation was performed. A review of the device history record found that three devices from a sub-assembly lot did not pass quality control inspections; however, the affected products were scrapped prior to release from cook. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿do not exceed rated burst pressure. Rupture of balloon may occur.¿ the IFU notes ¿if resistance is encountered while advancing the balloon dilatation catheter, determine cause and proceed with caution.¿ the IFU also instructs ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ the IFU instructs ¿if resistance is encountered during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although three devices from a sub-assembly lot did not pass quality control inspections, the products were scrapped prior to release from cook, there are 100% inspections in place, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that devices manufactured out-of-specification exist in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s heavily calcified anatomy likely contributed to this event, as six other balloons from various manufacturers also ruptured during the procedure. It is likely that the balloon was punctured by sharp calcium, and, as the user removed the balloon catheter by itself (without a sheath), it is possible that areas of sharp calcium severed the balloon material. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an interventional procedure involving the right leg, an advance 14 lp low profile balloon catheter¿s balloon ruptured and separated. The patient¿s anatomy was heavily calcified. A cook sheath was used during the procedure. Another manufacturer¿s inflation device was used to inflate the balloon one time for five seconds within the one-hundred-percent occluded lesion in the mid-superficial femoral artery; however, the balloon reportedly ruptured on calcium, at three atmospheres. Blood was noted in the inflation device upon balloon rupture. The balloon was not inflated within a stent. The balloon catheter was removed by itself, over a wire guide. Negative pressure was maintained during removal; however, while removing the device, the balloon tore. The separated fragment was left in the patient¿s distal superficial femoral artery. Per the reporter, six other balloons from various manufacturers also ruptured during the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event.